Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, with mr remaining at a grade of 4. However, after removal of the steerable guide catheter (sgc), a pericardial effusion (pe) occurred. The physician did not know what device caused the pe. For treatment, pericardiocentesis was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion (pe) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstance. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.